Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl with an unknown cause. Bg was treated via a correction bolus using the pump. Reportedly, the customer was using admelog insulin. The customer was instructed to consult with the healthcare provider regarding bg level.